Manufacturer narrative:
H3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed that the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the process assembly that found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause of the reported event could not be determined since findings can not lead to a clear cause of the reported event. Factors that may have contributed to the suture between the two implants to be cut/broken include sharp edges on the needle, unintended contact with another source prior to deployment, or catching the needle tip on the suture between deployment of t1 and t2. The complaint was escalated to the manufacturing team and after review has determined no containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation showed that the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the process assembly that found that the assembler must slide t2 onto the needle, then slide t1 onto the needle, and then verify both ts are in the correct position prior to packaging. The root cause of the reported event could not be determined since findings can not lead to a clear cause of the reported event. Factors that may have contributed to the suture between the two implants to be cut/broken include sharp edges on the needle, unintended contact with another source prior to deployment, or catching the needle tip on the suture between deployment of t1 and t2. The complaint was escalated to the manufacturing team and after review has determined no containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, when deploying the fast fix 360¿s t1 it was noticed that the t2 anchor was missing. T1 was removed from the patient. The procedure was completed with a 2 min delay using a back-up device. No further complications were reported.